Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was two cracks on the pump usb port which was causing the pump battery to not charge. Subsequently, the pump shutdown. Customer's blood glucose level ranged between 70-250 mg/dl. Customer connected the pump to a wall outlet and pump successfully charged. Reportedly, the customer continued to use the pump for insulin therapy.